Event description:
It was reported during transport of a patient, the patient had a cardiac event and no alarms were generated at the nursing station due to connectivity issues. The emergency room patient was being transported with an x3 monitor after undocking from the host monitor and had a cardiac event in the hallway. The x3 monitor had not connected to the wireless network so no alarms were generated at the central station, leading to a delay in care. The patient was returned to the emergency department but to a different room. The device was restarted to establish the wireless connection. The customer requested assistance in obtaining rhythm strips for the time of transport; however, the strips were unavailable at the time of this assessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.